Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560mg/dl with trace and moderate ketones; cause was unknown. Customer required assistance from contact to address bg via a manual injection and supply changes as the customer was incapacitated. The customer was instructed to consult with healthcare provider regarding bg level.